Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that he took a shower with the pump on. The customer reported fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.